Event description:
It was reported that the patient experienced withdrawal symptoms and was brought to the emergency room. It was noted that the spasticity was worse. Telemetry confirmed a critical alarm was occurring due to a motor stall. Telemetry confirmed a non-critical alarm was occurring due to elective replacement indicator. The logs indicated a motor stall recovery occurred however it did not show when the motor stall occurred. They were not able to determine how long the pump had been stalled. The pump was interrogated and showed an eri (B)(6) 2012. The hcp removed the pump and did a catheter dye study which showed the catheter to be intact and intrathecal. The pump was replaced. The pump tubing was filled on the back table with .3ml over 19 minutes and the catheter was primed when the pump was connected after the .3ml prime was completed. Per reporter "I believe the patient went home that evening and I am unaware of any further issues". The pump was delivering lioresal.

Event description:
Additional information received reported patient had shingles and was experiencing itching. The health care professional (hcp) noted that the itching and "everything that [the patient] experienced could have been related to shingles.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8731 (B)(4) implanted: explanted:unk. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump/ motor feedthru anomaly; pump/ motor gear train anomaly-corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).